Manufacturer narrative:
(B)(4). Batch # r5706w. Month and day unknown. Only year (2018) is known. Device evaluation summary: the analysis found that one ntlc55 device was returned with no apparent damage and with a cartridge reload present. The cartridge had the knife exposed and with the swing tab in the locked position, and the proximal 41 drivers up and the remaining drivers were down with staples present. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify when the ntlc55 device and sr55 reload "did not work" if the device and reload were unable to be fired (meaning no staple line or cut line were delivered)? Yes, meaning no staple line or cut line were delivered.

Event description:
It was reported that during an unknown procedure, the linear cutting suture of 55 of ethicon and the load of 55 of ethicon did not work in the procedure. There were no patient consequences reported.